Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information related to event has been updated in summary and provided in b5 section of this report.

Event description:
Customer reported that she had pneumonia and respiratory failure and was in the hospital for rehabilitation in september 2021. Then, her blood glucose went up to 600-650mg/dl and she went into diabetic ketoacidosis. Incident date is (B)(6) 2021 per updated complaint text. Per customer, she never had a problem until she went into the hospital for pneumonia and the staff refused to let her use her pump. She stated that the high blood glucose and diabetic ketoacidosis was due to the staff's incompetence.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high blood glucose level and was hospitalized for diabetic ketoacidosis. The high blood glucose level of customer was 600-650mg/dl. The customer stated that she was in rehab and was originally hospitalized for pneumonia and respiratory failure. The customer was sick and went into diabetic ketoacidosis. The customer also stated that the high blood glucose level and diabetic ketoacidosis occurred due to incompetence. The insulin pump will not be returned for analysis.